Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('persistent abdominal pain (sharp cramps) sharp abdominal pains') in a 48-year-old female patient who had essure (batch no. B63552-notvalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (date of births: (B)(6) 1993, (B)(6) 1993, (B)(6) 1993, (B)(6) 2004) and multigravida. Previously administered products included for an unreported indication: mirena until (B)(6) 2013. Concurrent conditions included nickel sensitivity. Concomitant products included epinephrine (epipen) for multiple allergies. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced arthralgia ("joint pain (arthritic type)") and headache ("headaches"). In (B)(6) 2014, the patient experienced migraine ("debilitating migraine headaches"). In 2015, the patient experienced fatigue ("fatigue") and dry eye ("dry eyes"). On an unknown date, the patient experienced gait disturbance ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), arthropathy ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), influenza like illness ("felt like I had the flu all the time"), feeling abnormal ("feel terrible"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), ibuprofen and surgery (bilateral essure microsurgical removal). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the abdominal pain, arthralgia and headache had resolved. At the time of the report, the fatigue, migraine, dry eye, gait disturbance, arthropathy, influenza like illness, feeling abnormal, allergy to metals and mental disorder had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, arthropathy, dry eye, fatigue, feeling abnormal, gait disturbance, headache, influenza like illness, mental disorder and migraine to be related to essure. The reporter commented: she has not sought medical treatment for: ¿debilitating migraine headaches, fatigue, abdominal pain, joint pain, dry eyes, and joint attacks where I could not walk for an hour or so on a foot or ankle, and felt like I had the flu all the time (none of which I had a history for prior to implantation).¿ diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: results: not provided. Diagnostic results: no complications occured at the time of essure placement. Most recent follow-up information incorporated above includes: on 2-dec-2019: ¿update of information (batch is notvalid) product technical complaint. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('persistent abdominal pain (sharp cramps) sharp abdominal pains') in a 48-year-old female patient who had essure (batch no. B63552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (date of births: (B)(6) 1993, (B)(6) 1993, (B)(6) 1993 (B)(6) 2004 and multigravida. Previously administered products included for an unreported indication: mirena until (B)(6) 2013. Concurrent conditions included nickel sensitivity. Concomitant products included epinephrine (epipen) for multiple allergies. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In february 2014, the patient experienced arthralgia ("joint pain (arthritic type)") and headache ("headaches"). In december 2014, the patient experienced migraine ("debilitating migraine headaches"). In 2015, the patient experienced fatigue ("fatigue") and dry eye ("dry eyes"). On an unknown date, the patient experienced gait disturbance ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), arthropathy ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), influenza like illness ("felt like I had the flu all the time"), feeling abnormal ("feel terrible"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), ibuprofen and surgery (bilateral essure microsurgical removal). Essure was removed on (B)(6) 2015. In march 2014, the abdominal pain, arthralgia and headache had resolved. At the time of the report, the fatigue, migraine, dry eye, gait disturbance, arthropathy, influenza like illness, feeling abnormal, allergy to metals and mental disorder had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, arthropathy, dry eye, fatigue, feeling abnormal, gait disturbance, headache, influenza like illness, mental disorder and migraine to be related to essure. The reporter commented: she has not sought medical treatment for: ¿debilitating migraine headaches, fatigue, abdominal pain, joint pain, dry eyes, and joint attacks where I could not walk for an hour or so on a foot or ankle, and felt like I had the flu all the time (none of which I had a history for prior to implantation).¿ diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: results: not provided. Diagnostic results: no complications occured at the time of essure placement. Most recent follow-up information incorporated above includes: on 15-nov-2019: pfs and mr received: lot number was added. Event outcome of gait disturbance was updated. Historical and concomitant drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("persistent abdominal pain (sharp cramps) sharp abdominal pains") in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (date of births: (B)(6) 1993, (B)(6) 1993, (B)(6) 1993, (B)(6) 2004) and multigravida. Concurrent conditions included nickel sensitivity. Concomitant products included epinephrine (epipen) for multiple allergies. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced arthralgia ("joint pain (arthritic type)") and headache ("headaches"). In (B)(6) 2014, the patient experienced migraine ("debilitating migraine headaches"). In 2015, the patient experienced fatigue ("fatigue") and dry eye ("dry eyes"). On an unknown date, the patient experienced gait disturbance ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), arthropathy ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), influenza like illness ("felt like I had the flu all the time"), feeling abnormal ("feel terrible"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with ibuprofen, solpadeine (tylenol 1) and surgery (she removed essure without a hysterectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the abdominal pain, arthralgia and headache had resolved. At the time of the report, the fatigue, migraine, dry eye, arthropathy, influenza like illness, feeling abnormal, allergy to metals and mental disorder had resolved and the gait disturbance outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, arthropathy, dry eye, fatigue, feeling abnormal, gait disturbance, headache, influenza like illness, mental disorder and migraine to be related to essure. The reporter commented: she has not sought medical treatment for: ¿debilitating migraine headaches, fatigue, abdominal pain, joint pain, dry eyes, and joint attacks where I could not walk for an hour or so on a foot or ankle, and felt like I had the flu all the time (none of which I had a history for prior to implantation).¿ diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: results: essure confirmation test yes. Diagnostic results: no complications occured at the time of essure placement. Most recent follow-up information incorporated above includes: on 1-may-2019: outcome of event joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well updated to recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("persistent abdominal pain (sharp cramps) sharp abdominal pains") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (date of births: (B)(6) 1993, (B)(6) 1993, 1993, (B)(6) 2004) and multigravida. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced arthralgia ("joint pain (arthritic type)") and headache ("headaches"). In(B)(6) 2014, the patient experienced migraine ("debilitating migraine headaches"). In 2015, the patient experienced fatigue ("fatigue") and dry eye ("dry eyes"). On an unknown date, the patient experienced gait inability ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), arthropathy ("joint attacks where I could not walk for an hour or so on foot or ankle/ not be able to move well"), influenza ("felt like I had the flu all the time"), feeling abnormal ("feel terrible"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with solpadeine (tylenol 1), ibuprofen (advil) and surgery (she removed essure without a hysterectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the abdominal pain, arthralgia and headache had resolved. At the time of the report, the fatigue, migraine, dry eye, influenza, feeling abnormal, allergy to metals and mental disorder had resolved and the gait inability and arthropathy outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, arthropathy, dry eye, fatigue, feeling abnormal, gait inability, headache, influenza, mental disorder and migraine to be related to essure. The reporter commented: she has not sought medical treatment for: ¿debilitating migraine headaches, fatigue, abdominal pain, joint pain, dry eyes, and joint attacks where I could not walk for an hour or so on a foot or ankle, and felt like I had the flu all the time (none of which I had a history for prior to implantation).¿ diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure confirmation test yes no complications occured at the time of essure placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.